Manufacturer narrative:
(B)(4). The other multi-link rx vision device referenced is being filed under a separate medwatch MFR number. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to the user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the multi-link vision coronary stent systems instructions for use states: note the product use by date specified on the package. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that two 4.0 x 12 mm vision stents were implanted in a right coronary artery lesion. There were no adverse patient effects and no clinically significant delay. Shortly after the procedure, it was observed that both stents had expired dec/2015. No additional information was provided.